Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, planned routine treatment was performed by the customer and the procedure was delayed. The philips field service engineer (fse) inspected the system on site and confirmed that the system was unable to perform rao/lao movements. Review of the system log file showed that there was no change in the geometry profile position movement but during the subsequent exposure, the arc was expected to reach the end position; however, it occasionally failed to return to the starting position. Upon troubleshooting fse found that the bodyguard sensor was defective. To resolve the issue, fse replaced tube cover and performed bodyguard calibrations. After replacement, the system was returned to use in good working order. The issue pre-occurred before where fse bodyguard and force sensor calibrations to resolve the issue. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's c-arm was unable to perform right or left anterior oblique movements. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.